Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called back to report that he went into diabetic ketoacidosis due to the sensor giving inaccurate information and causing the pump to suspend.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 556 mg/dl at the time of incident. The customer was treated with long acting insulin in the hospital. Customer experienced symptoms such as little fuzzy mentally. Customer also states they treated with manual injection for high blood glucose. The insulin pump will not be returned for analysis.